Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted. Healthcare professional reported "the right implant has elongated morphology", "angled contours", "rotation of its position" and "signs of intracapsular rupture, with collapse of the elastomer in the anteroinferior aspect", "small / moderate liquid collection around this implant".

Manufacturer narrative:
[Health effect - impact codes]: (B)(4).

Event description:
Healthcare professional reported right side rupture. Healthcare professional reported "the right implant has elongated morphology", "angled contours", "rotation of its position" and "signs of intracapsular rupture, with collapse of the elastomer in the anteroinferior aspect", "small / moderate liquid collection around this implant". The device has been explanted. The device was found intact upon explant.